Manufacturer narrative:
It was determined that the analyzer in question had not been calibrated since (B)(6) 2014. Based on this information, it is assumed that the reported erroneous results would be above the measuring range when measured using a correctly calibrated analyzer.

Event description:
The customer reported that they received erroneous results for one patient sample tested for immunoglobulin e (ige). The customer stated that they "understand that the measurements of this sample were affected by prozone." The sample initially resulted as 2300 iu/ml. The patient's record showed that the patient had a previous result of 69000 iu/ml. It was also noted that a previous sample from this same patient tested on (B)(6) 2014 had an ige result of 2289 iu/ml. A value of 2939 iu/ml which was said to be an "original" was also provided. The sample in question was then diluted multiple times using different dilution ratios on (B)(6) 2014. All results from the dilutions, except for four, were greater than the measuring range of the assay. The following dilution information and results were provided for the four samples that did not measure outside of the measuring range of the assay. The sample was diluted "0/10" and gave a result of 0.388 iu/ml. A dilution with a ratio of "2/10" resulted as 2312 iu/ml. A dilution with a ratio of "10/10" resulted as 2362 iu/ml. A dilution with a ratio of 1:100 resulted with a raw value of 616.1 iu/ml which was calculated to be a value of 61610 iu/ml. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The patient was not adversely affected. The sample was tested on an e601 analyzer. The serial number of the analyzer was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The sample was tested on e601 analyzer serial number (B)(4).